Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Device not yet received.

Event description:
It was reported that the 100mm monopolar nitinol electrode was being used in a procedure when the probe heated up too quickly resulting in an error message being displayed and the procedure being cancelled and rescheduled. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
The reported event of the probe heating up too quickly was not duplicated and no failures were confirmed. The device was scrapped at the manufacturer.

Event description:
It was reported that the 100mm monopolar nitinol electrode was being used in a procedure when the probe heated up too quickly resulting in an error message being displayed and the procedure being cancelled and rescheduled. There were no patient or user injuries, and no adverse consequences.